Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were sticking and harder to pressed for response. Gear was slower during priming. Insulin pump received unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.